Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred during pump set-up. There was no impact to blood glucose as the customer had not yet begun insulin therapy. Reportedly, the customer reverted to manual injections for insulin therapy.